Event description:
Generator failed to cut or coag during case.

Manufacturer narrative:
Product event# 700169550 evaluation process: unit received in good condition and internal visual inspection revealed no broken or loose components. Unit delivered rf energy correctly into fixed resistors. Unit was put on test fixture and commanded to deliver 48 min of 60w pure cut (15s on, 15s off) and then 48 min or 60w coag (15s on, 15s off) and passed without issue. Error log: 32 e3 (patient return electrode has poor connection) and e3 are normal use errors. Unit failed during tp-0050 by exhibiting no rf output. Found l3 not making sufficient contact with the board (pins 1 and 2). Reflowing pins 1 and 2 of l3 restored full function to unit. Root cause: reported issued originally could not be replicated but during final test the unit would not deliver energy. Failure tracked to poor solder quality on pins 1 and 2 of dc board component l3; the unit would appear to fully power up but did not have high voltage available to the rf board to deliver rf energy. (B)(4).

Event description:
Generator failed to cut or coag during case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product scheduled for return but not received by manufacturer for inspection.